Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that it was unknown if any further actions would need to be taken to resolve the high impedance issue. It was indicated that the rep programmed around the high impedances, but indicated that the high impedances were still present. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. It was reported that electrode 7 and 15 in the patient¿s system were unusable and high impedances were noticed on electrode 12. It was reported that the problem was discovered when upgrading the battery to the newer model. It was indicated that patient¿s previous ins had reached end of life and information could not be pulled from that device. It was unknown if there were any factors that contributed to the issue. During the procedure the physician removed leads, wiped them down and reseated them multiple times, but the impedances could not be improved. The issue was not resolved at the time of the report. No further complications were reported/anticipated.